Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2. The sc pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and non-critical event codes in the memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit had a white display, which is indicative of a lock-up condition, and that it would intermittently reboot by itself.